Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the male patient had an initial right tka on (B)(6) 2017. The patient experiences swelling, instability and pain. The patient is unable to walk correctly or bear weight on the right side. Due to the irregular gait, the patient's hip joint was worn down and he required a right hip replacement. Revision surgery for the right knee is scheduled for (B)(6) 2023.

Manufacturer narrative:
A2: add date of birth. B2: corrected. D1: corrected. D4: added catalog number, expiration date, serial number, and UDI. D10 concomitants: (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5, (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, (B)(6) 200-02-38 - three peg patella 38mm, (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm, (B)(6) 204-70-00 - tibial stem ext. Screw. D6b: added. G4: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.